Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in hospital after a notifier alert was delivered. During device interrogation, episodes of non-sustained oversensing were observed. The physician initially believed it was premature ventricular contraction and sent the patient home. One week later, the physician reviewed the episodes. The episodes were identified as p-wave oversensing. The patient was brought back in for follow-up the next day. The noise was not reproduced in clinic. Program changes were made. Within a week the device stored further multiple episodes. Further reprogramming was done. An induction test was successfully performed, but after the test, noise on the sensing channel increased and triggered a vf episode. The physician decided to cap and replace the lead. There were no complications for the patient after the event.